Event description:
Surgeon reports that a pt admits to edge glare. Surgeon also reports that the intraocular lens (iol) appeared to have a smaller optic size with a thicker edge than usual. Md reports that this was noted at the time of the implant. The pt's visual acuity is 20/20.